Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: proposed component code: mechanical (g04)- head. Visual examination of the provided pictures identified the explanted stem and neck covered in bio-debris. No further evaluation can be made. Pictures were not provided of the head. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision procedure due to pain where the stem, neck and head were all explanted. There is no further information available at the time of this report.